Event description:
It was reported that seven years and ten months following the implant of a transcatheter bioprosthetic aortic valve, decreased left ventricle (lv) function was identified. Transthoracic echocardiogram (tte) showed mild reduced lv function with wall abnormalities. The valve mean gradient increased to 27 millimeters of mercury (mm hg), with moderate transvalvular regurgitation. Hospitalization occurred; however, no intervention was performed. Approximately three weeks after onset of the event, the patient died. Per the physician, the event was unlikely to be related to the valve.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that seven years and ten months following the implant of a transcatheter bioprosthetic aortic valve, decreased left ventricle (lv) function was identified. Transthoracic echocardiogram (tte) showed mild reduced lv function with wall abnormalities.the valve mean gradient increased to 27 millimeters of mercury (mm hg), with moderate transvalvular regurgitation. Hospitalization occurred; however, no intervention was performed. Approximately three weeks after onset of the event, the patient died. Per the physician, the event was unlikely to be related to the valve. Additional information was received to report the patient's primary cause for hospital admission was due to an acute kidney injury. The patient's cause of death right lobar pneumonia.

Manufacturer narrative:
Updated data: b5. A second paragraph was added. Additional codes. Annex f codes medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.